Event description:
It was reported that the insulin pump loses all of the memory whenever the battery is replaced. Troubleshooting was performed. The self test passed. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion on the liquid crystal display board.